Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058, serial # (B)(4) showed no significant anomalies and passed final functional testing. It was noted that the device was subjected to a series of standard tests that included but not limited to visual inspection, output, telemetry testing, and functional testing. Good, stable output was seen on all electrode pairs the ins had when received. The ins was functional. Analysis of lead model 3889-33, lot #va1u14m showed no significant anomalies and showed the distal end was stretched. The lead device was subjected to a series of standard tests that included but not limited to visual inspection and electrical testing. Electrical testing showed the continuity was complete and no electrical shorts were seen between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 21-aug-2022, UDI#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated that, on or around (B)(6) 2019, they were hit over the implant by a door. Since this happened, the patient experienced a loss of efficacy as their urgency frequency and urge incontinence had returned. As troubleshooting performed, the physician¿s office staff interrogated the implant on (B)(6) 2019 and found impedances of >4000 ohms on all electrodes. The office staff attempted to reprogram the patient. However, the patient did not regain efficacy. On (B)(4) 2019, the manufacturer¿s representative met the patient at the outpatient surgery department where they interrogated the implant and found impedances of >4000 ohms, at a pw of 300, on all electrodes except 0. On (B)(6) 2019, a surgical intervention occurred where a full replacement of the ins battery and lead was performed. Immediately post-op, the patient felt stimulation vaginally at 0.8 volts on configuration 3. The issue was reported as resolved at the time of this report. Relevant medical history included alcohol consumption and overactive bladder with urge incontinence. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.